Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the his lead exhibited high thresholds and dislodged after fixation. The lead was fixated several times and dislodged after each attempt. It was noted that there was tissue in the tip of lead that could not be removed. The lead was removed and a new lead was used to successfully. No patient complications have been reported as a result of this event.